Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm morphology and calcification are unknown. There was no introducer sheath used. The iliac artery was very tight going in the left side with the bifurcated device. It was reported that upon attempting to remove the delivery system it could not be removed. The physician put in an occlusion balloon to the level of the renal arteries and then attempted to remove the device unsuccessfully. In the process the left external iliac was dissected and the pt's blood pressure dropped. It was reported that then the physician inflated the occlusion balloon to occlude blood flow to the distal aorta. The physician elected to convert the pt to open repair.